Manufacturer narrative:
Correction: the correct b4 date of this report in the initial report should have been (B)(6) 2021, not (B)(6)2021, as previously reported. This report is submitted on september 24, 2021.

Manufacturer narrative:
This report is submitted on sep 22, 2021.

Event description:
Per the clinic, it was reported that the internal part of the device migrated (specific date not reported) and subsequently, requires a surgical repositioning and a skin revision surgery on (B)(6) 2020. Additional information has been requested but has not been made available as of the date of this report.